Manufacturer narrative:
The complaint received involves two devices from same lot. Despite multiple requests sent out for device return, both the complaint devices were not returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the implant was used for the acl surgery using deployment gun. But 2 numbers implant got deployed in one trigger so was not been secured for the purpose, as a result they had to use other product. Additional information received via email from the affiliate on 8-18-17: in (B)(6) they managed with smith & nephew implants to complete the procedure. Alternatives were readily available since it¿s a medical college along with sports medicine center they have both company products inside. There were no procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned. Nothing remains in the patient. Its broken while inserting, immediately removed with cocker. No patient impact.